Event description:
A customer reported that on (B)(6), 2010 she received a reading of 77 mg/dl on her freestyle lite blood glucose meter at 4:45 pm and that reading was higher than she felt. The customer reportedly experienced symptoms of sweatiness and lightheadedness. The paramedics were called and obtained a reading of 38 mg/dl at 5:00 pm. According to the customer's report a "sucrose injection" was administered by the paramedics and no further medical intervention was required. The customer reported she was not transported to a health care facility, and she additionally drank juice to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1075101) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.